Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy. They will supplement with manual insulin injections as needed.